Manufacturer narrative:
Internal studies confirmed that this increased reactive rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the us : "the overall negative percent agreement between the advia centaur (B)(6) assay results and hcv not infected status for the prospective population was (B)(4) ((B)(4) patients)". The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Event description:
The customer was performing a lot to lot comparison study and observed discordant low (B)(6) advia centaur xp (B)(6) results when comparing lot #229 to a new (B)(6) reagent lot. The customer performed the comparison study on two advia centaur systems. The patient samples previously run on lot #229 were reported as (B)(6) and not confirmed with supplemental testing. There was no known report of adverse health consequences due to the (B)(6) advia centaur (B)(6) results.